Event description:
It was reported that during a da vinci-assisted surgical procedure, the mouth of a sureform 60 stapler was not opened from the surgeon's console. It was removed from the robot and tried manually, but it still did not open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the distributor and obtained the following information: the stapler remained inactive from the moment it was inserted, and attempts were made to remove it without contacting any tissue. A manual release kit was used, but it failed to open. The problem was resolved by removing it directly and replacing it with a different stapler. Because the stapler was never used, there was no bleeding or damage.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the sureform 60 stapler; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Manufacturer narrative:
Correction to h8 field - updated to initial use of device. Intuitive surgical, inc. (Isi) did receive the sureform 60 stapler to perform failure analysis (fa). Fa was not able to confirm/reproduce the reported complaint. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly several times. The instrument passed the clamping test and the compression test. The firing test was done two times in different positions and passed each time. System logs are not available. The instrument was fully functional; no product issue was identified. Isi did receive the sureform 60 stapler green reload to perform fa. The reload was placed and driven on an in-house system with the returned stapler and the reload passed the recognition and engagement tests. The reload passed the clamping test and passed the firing test. No product issue was identified, the reload was fully functional. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found neither the stapler nor the reload showed any issues, as all tests passed and the reported problems could not be reproduced. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.